Event description:
Info rec'd indicates, the foot end brake casters are rolling when in brake. The head end casters are setting properly.

Manufacturer narrative:
The technician found the foot end brake linkage was broken. The technician replaced the brake linkage to repair the bed.